Event description:
During a aroutine follow-up visit a pt's automatic implantable cardioverter defibrillator (aicd) emitted erratic tones. The physician performed an invasive procedure to evaluate the system and noted that the lead impedance values had dropped by a factor of two since the implant procedure. The physician also noted that this lead showed some discoloration of the insulation distal from the generator. The physician elected to explant this lead and anotherof the same model number.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.